Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated notification light stop flashing immediately after removing battery from the pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the pump alarmed pump error 25. Device passed displacement test, self test, active current measurement and sleep current measurement. Device successfully downloaded to thumps. Pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2021 19:00:00.000 and power loss alarm on (B)(6) 2021 15:31:00.000. The power management graph confirmed pump error 25 and power loss alarm were triggered due to moisture damage to the electrical 1 board and electrical 2 board. No traces of moisture noted at motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, pillowing keypad overlay, scratched case and cracked case (battery tube). The p-cap/reservoir does lock properly. Device trace download analysis confirmed the insulin pump alarmed pump error 25 on (B)(6) 2021 19:00:00.000 and power loss alarm on (B)(6) 2021 15:31:00.000 due to moisture damage to the electrical 1 board and electrical 2 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.